Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap extended life pd transfer set "came apart" and "started leaking". This was described by the home patient (hp) as ¿they stood up they put a slight tug on the line and the hp stated the transfer set came apart at the tube under the roller clamp (twist clamp) and started leaking¿. This occurred when the hp was doing peritoneal dialysis (pd) therapy at home. As a result, the transfer set was replaced and the hp was given antibiotics as a precautionary measure. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H6: replace b17 with b01, c20 with c13. H10: the sample was received for evaluation with no cap on the dark blue connector and the white twist clamp was in opened position. A visual inspection with the naked eye and magnification noted that the silicone tubing was broken/torn near the occlude feet on the light blue main body; this would result in a leak. The reported condition was verified. The cause of the broken tubing could not be determined; however, a possible cause could be due to a strong pull while the twist clamp was in the closed position. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.